Event description:
It was reported that during a lap lar procedure, the hand activation stopped working. The staff took the shear apart, reassembled it and it still did not fire. The test tip was placed on the handpiece but was found to test okay. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/28/2009. The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device.